Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.3. Second test inr = 1.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070351. First test inr = 1.3. Second test inr = 1.4. Mean = 1.4; sd = 0.07; %cv = 5.24%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. 2007, rep has spoken to the patient. He confused ass (another drug) with marcumar and took it below his recommended dosage, by mistake. He understands this since a few days after speaking to his doctor and corrected his dosage back to normal. Inr is back up again. This appears to be a technique issue.